Event description:
It was reported that during a routine follow up ten episodes of noise was noted resulting in oversensing when it comes to this right ventricular (rv) lead. The patient was not pacemaker dependent. An increase in pace impedance measurements was seen and an increase in pacing thresholds. The rv sensitivity was increased and a lead revision as scheduled. No adverse patient effects were reported.